Event description:
A chest tube drainage catheter was placed during chest surgery successfully and without incident. The catheter was later removed by a clinician when indicated. Some time later (many hours or perhaps a day) the patient complained of pain and associated discomfort at the location of the removed chest tube catheter. It was then determined via x-ray, that approximately 19cm of the catheter remained inside the thoracic cavity of the patient. It was successfully removed with an additional surgery. The length of stay and patient recovery was reported to be uneventful.